Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the physician tried to connect the ICD involved in this MDR report to the existing ventricular lead; despite several attempts, he was not able to insert the non-sorin defibrillation lead to the is-1 ICD connector, suggesting an incompatibility of the ICD connector with the is-1 standard. However, there was no issues when connecting the existing atrial lead to the ventricular port. The physician decided to replaced this ICD. The device was returned for analysis.